Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed low, out of range shock impedance measurements in the single digits. Follow up revealed that the patient had a neurostimulator placed which was thought to have been contributing to the clinical observation. The neurostimulator was to be turned off. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.